Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.50/+3.5/001 (sphere/cylinder/axis), into the patient's left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to lens rotation not associated to a low vault. The lens was replaced with another same model/length but different diopter lens and the problem was resolved.